Event description:
It was reported that during a primary total knee arthroplasty the above product was opened by the circulator arthroplasty r.n. And passed onto the sterile field. This inner container was opened by the scrub (B)(6). Cst who observed a black fiber along the inner wall of the container. This scrub notified the surgeon p. W. M.d., who also observed the fiber. The tibial insert was never removed from the container. The container was set aside, a new insert opened, and case continued normally. The container e insert and fiber was placed in a clean bag.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.